Event description:
It was reported that surgery was performed to remove scar tissue on (B)(6) 2013.

Manufacturer narrative:
.

Event description:
It was reported that a revision was performed due to loosening.

Event description:
It was initially reported that a revision was performed due to loosening. In addition, on (B)(6) 2013 additional surgery was performed due to synovectomy and patella resurfacing.